Manufacturer narrative:
(B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73g1800845 the staplers were functionally inspected, fired, and issue reported does not grab skin properly was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot #73c1800616 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an orthopedic procedure, the staples did not close the edges of the wound, it has been necessary to use additional staples. Removing staples was not efficient. There was no patient injury.